Event description:
Event description guidant received information that upon review of a chest x-ray, this ventricular lead was observed to have become dislodged and was positioned near the atrium. The lead was successfully repositioned later that day and remains implanted.